Event description:
The pump appeared to be operating but no solution was delivered. The pump was being used in l&d to administer pitocin. The infusion rate was not reported. However, after six hrs it was noted that the solution container was still full, even though the pump appeared to be running. There were no pump alarms during this time. The pump was removed from pt use. Pitocin therapy was continued using a different pump. No add'l intervention was required. No pt injury resulted.